Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller used a tandem charging cable and wall adapter, and after not initially trying to leave the wall adapter plugged in for 30 consecutive minutes, was instructed to do so. As a result, the pump began charging, and no further assistance was required.